Event description:
It was reported that after transporting the patient successfully to the receiving hospital they noticed that they couldn¿t pull the line cord of the cardiosave intra-aortic balloon pump (iabp) out when they got back to the shop to plug it in. So they connected a drop cord to it just in case they had to use it. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found that the line cord would not deploy. To fix the reported issue, the fse untangled the line cord internally, and then performed all functional, and safety checks to meet factory specifications. The iabp was then released to the customer ,and cleared for clinical service.

Event description:
It was reported that after transporting the patient successfully to the receiving hospital they noticed that they couldn¿t pull the line cord of the cardiosave intra-aortic balloon pump (iabp) out when they got back to the shop to plug it in. So they connected a drop cord to it just in case they had to use it. There was no patient involvement, and no adverse event was reported.